Event description:
A worker's comp nurse case manager indicated a patient, implanted with prodisc-c (7mm), has had an unsatisfactory outcome and is facing a revision surgery.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.